Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels and issues with the sensor. Customer's blood glucose level went as low as 40 mg/dl. Customer advised the threshold suspend feature suspended and they had a large different between sugar glucose and blood glucose. Customer was new to the sensor which resulted in issues as well.